Event description:
It was reported that the patient presented to the hospital for a generator change procedure and right ventricular lead revision. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high impedance. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the right ventricular (rv) lead exhibited high pacing impedance.